Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy was only performed during startup and not as recommended all two hours. The log file shows ten successfully performed treatments. The reported treatment could be identified in the log file. No relevant deviation between planned and performed energy is detectable for the reported treatment. The log file shows that the beam control check for left eye (od) was done over two minutes before laser fired instead of immediately before firing. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported multiple patients with diffuse lamellar keratitis diagnosed on the one day post-operative visit post lasik. Drops were prescribed. It is noted the patient's status is improving. The hospital is investigating all possible reasons like the room conditions, instruments, sterilization process, etc., and requests the system to be checked. Additional information has been requested. There are multiple related reports for this reported event. This report addresses the patient initials (B)(6) left eye, and other manufacturer reports will be filed for the other patients.